Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one vaccess CT isp port with catheter in two segments was returned for evaluation. Visual, microscopic, and functional evaluations were performed. The investigation is confirmed for catheter fracture and material separation; the complaint is unconfirmed for disconnection. Tool marks were noted on the cath-lock. A complete circumferential break was noted at the proximal catheter segment, within the cath-lock, and the distal catheter segment. Wear was noted to the distal catheter segment, which measured approximately 22.9cm in length. The distal break surface showed some evidence of approximately parallel markings, suggestive of gradual tearing. There were sections of the break surface which departed significantly from a strictly circumferential break, i.e., there were projections/depressions in the break profile. No evidence that sutures were placed through the suture plugs could be confirmed. Although a definitive root cause could not be determined, tensile forces and kinking experienced while implanted, or kinking/wrinkling of the segment of catheter underneath the catheter lock, as assembled, could have potentially caused or contributed to the reported event. In addition, if the port body was not secured with non-absorbable, monofilament sutures as directed in the IFU, it is possible that resultant movement of the port contributed to the catheter breakage. It is unknown if patient or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (B)(4).

Event description:
It was reported that approximately three years post port implantation for immunoglobulin infusion, the patient allegedly experienced pain during flushing. Reportedly, a fluid leak was identified around the reservoir requiring an additional intervention, removal, and replacement of the device. The patient is reportedly stable after the device removal.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one vaccess CT isp port with catheter in two segments was returned for evaluation. Visual, microscopic, and functional evaluations were performed. The investigation is confirmed for catheter fracture and material separation; the complaint is unconfirmed for disconnection. Tool marks were noted on the cath-lock. A complete circumferential break was noted at the proximal catheter segment, within the cath-lock, and the distal catheter segment. Wear was noted to the distal catheter segment, which measured approximately 22.9cm in length. The distal break surface showed some evidence of approximately parallel markings, suggestive of gradual tearing. There were sections of the break surface which departed significantly from a strictly circumferential break, i.e., there were projections/depressions in the break profile. No evidence that sutures were placed through the suture plugs could be confirmed. Although a definitive root cause could not be determined, tensile forces and kinking experienced while implanted, or kinking/wrinkling of the segment of catheter underneath the catheter lock, as assembled, could have potentially caused or contributed to the reported event. In addition, if the port body was not secured with non-absorbable, monofilament sutures as directed in the IFU, it is possible that resultant movement of the port contributed to the catheter breakage. It is unknown if patient or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4, h6(device code: 1250 - fluid leak) h11: h6 (results 1 & 2) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post port implantation for immunoglobulin infusion, the patient allegedly experienced pain during flushing. Reportedly, a fluid leak was identified around the reservoir requiring an additional intervention, removal, and replacement of the device. The patient is reportedly stable after the device removal.